Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding, ischemic stroke, real dysfunction, hypertension, and patient conditions could not be conclusively established through this evaluation. The reported low flow events due to bleeding and hypertension were confirmed through the evaluation of the submitted log files. The lvad event log file contained relevant data from (B)(6) 2021 12:22:42 through (B)(6) 2021 08:06:47. The estimated flow was captured below the 2.5lpm threshold throughout the file. No other atypical events were captured. The pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding, stroke, hypertension, and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 06mar2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low flow alarms due to an operating room procedure that required a washout for bleeding. It was reported that the patient had a computed tomography (CT) of the head due to a possible stroke. The CT confirmed an ischemic stroke. The origin or reason is not known, but the adverse event is suspected to be due to the pump. The pump was running well, and there were no issues with the pump according to the physician. The patient was on several drips, including epinephrine, vasopressin, milrinone, phenylephrine, dobutamine. The patient also has acute kidney injury (aki) and would be started on dialysis - continuous renal replacement therapy (crrt). There were no alarms verbalized by the physician. A log file review was requested. Technical services reviewed the periodic log and observed 1 low speed advisory and low flow event on (B)(6) 2021 at 6:16:57 am, which was associated with a change in set speed from 5200 rpm to 4500 rpm (with a low set limit of 4800 rpm). The periodic log recorded a change in set speed to 5400 rpm on (B)(6) 2021 around 7:16:57 am and 5200 rpm around 8:16:57 am. On (B)(6) 2021 the patient's status was reportedly unstable and their neurological prognosis was poor. The patient was on dialysis - crrt - for aki. The patient coded but was revived. The plan of action was to continue on intravenous vasopressors and drips, as well as to continue respiratory support. Additional information communicated on (B)(6) 2021 reported that the patient's controller was alerting for low flows due to high mean pressure. The high mean pressure was needed per the neurology team. Neurologically, the patient had emboli in both hemispheres of the brain. The patient was switched from flolan to nitric acid. Blood and platelets were given. The patient's aortic valve (av) was not opening - with av not opening and pressure very labile, a low flow software upgrade was not recommended. Hematocrit on the pump setting was decreased to increase flow. Additional information communicated on (B)(6) 2021 reported that the patient had many spontaneous blood pressure drops with mean pressure in the 30s mmhg. As pressure dropped the pump flow decreased to the low flow 1.9 lpm range. The patient seemed to respond well to epinephrine intravenous push during these episodes. An order for a head CT was placed due to the unexplained blood pressure drops, and it would be done at the bedside. The team's thought was that the blood pressure issues had been occurring due to the neurological issues that occurred after their ischemic stroke. The CT scan revealed worsening edema within the brain status post cerebrovascular accident (cva), but no bleed. Additional information communicated on (B)(6) 2021 reported that the patient passed away related to cva. It was reported that the outcome was device related.